Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced respiratory distress coincident with automated peritoneal dialysis therapy. The patient went to the emergency room for the event and was hospitalized for the event. The cause of the respiratory distress was reported to be due to the patient having "too much fluid". Treatment for the event was an unspecified adjustment to the strength of the peritoneal dialysis solutions and a shortening of the peritoneal dialysis therapy time. After three to four days of hospitalization, the patient was discharged. Pd therapy was ongoing at the time of the reported event, however, it was not reported if therapy was ongoing during the hospitalization or after discharge from the hospital. The patient was recovered from the event. No additional information is available.